Manufacturer narrative:
(B)(4). One used ls1500 was received for evaluation. The returned sample met specification as received. Visual inspection found no defects. The device was tested for activation and sealing function on a simulated tissue with tissue with acceptable results. Additional functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made in an attempt to duplicate the customers complaint. All seal cycles were completed satisfactorily and end tones heard indicating a completed activation cycle. The investigation found the device to function normally. Manufacturing non-conformance review is not required since the lot number is unknown.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic nephrectomy, an end tone, indicating a complete seal cycle, was provided by the generator in use. The surgeon believed that the sealed area was not completely sealed. There was no patient injury or blood loss. Another device of the same type was opened and used to complete the case.